Event description:
It was reported by the patient that she has a stryker ceramic hip and she is experiencing a squeak that started only on occasion, but now it is everyday, all the time, and loud."

Manufacturer narrative:
The device remains implanted, and is not available for eval. Additional info has been requested. Complaint history review; x-ray review. Result: inconclusive.